Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. An sfc-45 fp cartridge was returned with no visible damage. There was evidence of dark surgical residue. (B)(4).

Event description:
The reporter stated the surgeon was attempting to insert a 12.6mm micl 12.6 implantable collamer lens and the lens sheared off in the cartridge. There was no patient contact and the backup lens was implanted. The reporter stated the event was due to loading technique.